Event description:
Information received from the field notes that during a routine follow-up, communication with the pulse generator was difficult to establish and "event histograms" could not be obtained. Dashes (---) were noted in the "data collection" parameter and programming did not alleviate the dashes. The patient subsequently expired from renal failure.